Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of an articulating medium/thick reload. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, the surgeon was about to fire the reload to resect the liver, however on pressing the green button it did not fire. New stapler was used to complete the case. There was no patient injury.